Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a hypoglycemic event, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. The patient went became hypoglycemic and broke out into a sweat. Patient took a glucagon shot and his wife treated him with juice. Patient became so sweaty he had to change his shirt, but his bg gradually went back up. The patient had taken hydrocodone. The patient is reported to be fine. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that the patient had taken medication(s) that contain acetaminophen. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: taking medications with acetaminophen (such as tylenol®) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and may be different for each person. However, a root cause for the reported inaccuracy cannot be determined.